Event description:
The alarms were thought to be due to the modular cable being torn which caused damage to the cable. The modular cable damage was cosmetic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the modular cable was not confirmed as no images were submitted and the product was not returned for evaluation. The relevant sections of the device history records for 6930554 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had intermittent power cable disconnect alarms when the patient connected to the battery. It was noted that the patient taped the driveline and connected to help with manual dexterity. Additional information received on 27jun2024 reported the alarms were due to modular cable being torn which caused cosmetic damage to the cable. The event log files captured connection and voltage issues on the battery and mobile power unit. The system controller and the system modular cable were exchanged which resolved the issue. The batteries and battery clips were inspected and were in good condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.